Event description:
Additional information was received on 20-jul-2020 from a healthcare professional who reported that the cause of the pump migrating was weight change. The actions planned to resolve the issue was pump replacement. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received form a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported that "probably a year ago", the patient's pump started migrating and now it has migrated halfway across their body. The patient stated the pump was now almost resting on his hip and rib as it has migrated down. The patient stated they were to the point where he could not sit up without a large band of pain that goes across his stomach. The patient stated they had an enlarged gall bladder which started 6 months ago and he thought the pain was caused from that. However, after the surgery, the pain remained and he realized it was caused from the pump. The patient stated he went to the surgeon last weekend and the nurse mentioned the smaller pump would not be available until (B)(6) 2020. The patient was redirected to follow up with their hcp.